Event description:
It was reported that the patient experienced a change in therapy effect. The patient was admitted to the emergency room with the following symptoms: somnolence and short term memory loss. The hcp doesn't believe that the symptoms are related to the medication in the pump, but she may empty the pump, to see if it helps the symptoms. Additional information has been requested from the hcp, but was not available as of the date of this report.